Event description:
On (B)(6)2013, customer called customer service and reported power adapter gets very hot, has a burning electrical smell, and something is rattling inside of it. On 05/22/2013, product was received with the transformer housing cracked in half (breach present).

Manufacturer narrative:
A replacement power adapter was sent to the customer. Customer was sent a replacement power cord and requested the defective power cord be returned for eval. The defective power cord was received at medela on 05/22/2013. A product eval did not confirm customer reported problem but had revealed the transformer housing cracked in half, exposing inner electrical circuitry, which is a safety risk. This issue was a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. H3: eval summary - a visual examination of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.77 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.74 ohms, which is normal and indicates that the thermal fuse did not blow.